Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient could no longer pump his inflatable penile prosthesis (ipp) and one cylinder bulged and moved out of a corporal body. The patient underwent surgery and the implant was torn prior to explanting. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders outer tubing was detached. The first cylinder had a hole in the outer tube due to kink resistant tubing (krt) wear with avulsion. Both cylinders inner tubing bulged as the result of the outer tubing wear, no leaks were found. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the bulge identified in the cylinders could have caused or contributed to the reported clinical observation of bulged cylinder.

Event description:
It was reported that the patient could no longer pump his inflatable penile prosthesis (ipp) and one cylinder bulged and moved out of a corporal body. The patient underwent surgery and the implant was torn prior to explanting. All components were removed and replaced. There were no patient complications.